Event description:
During embolization of an arteriovenous malformation (avm) with onyx, staff noted the onyx was leaking out of the mid-portion of the magic 1, 2fm catheter during the 3rd injection. The onyx should exit the catheter at the tip, not from the mid-portion. The physician had to employ a solitaire device and use aspiration to retrieve the onyx. Per the op note, approximately 60% was recaptured. A 2nd physician was called in to assist. Mds worked approximately 2.5 hours to correct the issue. Attempts were eventually stopped to prevent further harm to the patient. As a result of the event, the patient has a large right frontal stroke. Since the event, he has developed an intracranial hemorrhage requiring a craniectomy for decompression & hematoma evacuation. He remains in ICU with a poor neurological exam and poor prognosis.